Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009 to investigate the event. The fse noted that the customer reported receiving device failed to lower probe errors and ons on all portions of a system check performed. The fse found a dispense probe in the place where an aspirate probe should be. The fse tightened the main pipettor, re-aligned it, cleaned the incubator track and wash carousel of a spill. The fse verified the repair per established procedures and results met published performance specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) result generated on the access 2 immunoassay system for one pt. The initial erroneously elevated result was not reported outside the laboratory. The pt samples were retested using a different methodology and the results were elevated. The pt was redrawn and the sample was diluted, re-suspended, and re-spun prior to retesting it. The results were within normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.